Event description:
The event involved a tego connector which was stated that upon connection, venous pressure was elevated. After removing the connectors, venous pressure decreased by approximately 100 millimeters of mercury. The event occurred during use with a patient, however there was no rham.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.